Event description:
It was reported that a user new to the ilet experienced fluctuating blood glucose, disconnecting the pump during a low of 54 mg/dl, consuming oral carbohydrates, and subsequently experiencing hyperglycemia up to 367 mg/dl, after which subcutaneous rapid-acting insulin was administered. Symptoms included hypoglycemia followed by hyperglycemia without loss of consciousness or diabetic ketoacidosis. Outcomes included temporary impairment requiring user self-management and education without medical intervention or hospitalization. Investigation included user interview, medical record review not indicated, and review of device use and troubleshooting with education provided. Investigation of this case revealed user handling of a low with excessive carbohydrate intake and pump disconnection, with subsequent elevated glucose while remaining off the system. It was concluded that the event was related to user management with cause of hyperglycemia not fully determined and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.